Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 295 mg/dl (strip lot unknown) and 136 mg/dl (strip lot 551465). Customer obtained the reading of 295 mg/dl with an unknown strip lot that was stored in a cup. Based upon that reading, he took 2 pills of glyburide/metformin mix (5mg/500 mg). He then used a new container of strips to obtain the reading of 136 mg/dl. Based upon the new reading, he consumed a lot of pretzels "to offset the pills he took." No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strips from the unknown strip lot. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Will not be returned to manufacturer.